Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
It was reported that the customer had normal blood glucose levels of 95 mg/dl. The customer reported difficulty powering the insulin pump. The customer reported a low battery alert from the insulin pump. The customer inserted a new battery but the insulin pump did not power up. The customer adjusted the battery cap of the insulin pump until the power on the insulin pump came back on. A new battery cap for the insulin pump would be shipped to the customer. The customer was advised to monitor the insulin pump. No additional information was provided.